Manufacturer narrative:
Pending investigation. D10. Concomitants: 6291544 350-12-04 - tibial plate fb sz 4 rt. 6372675 351-90-21 - 3.5" pin pouch. 6404301 350-10-04 - ankle sz 4 locking clip. 6406846 351-90-20 - tubercle pin pouch. 6411117 351-90-22 - 2.5" pin pouch. 6521287 350-02-04 - talar implant sz 4 rt. 6535040 351-90-24 - talar trial screw pouch.

Event description:
As reported via legal documentation, a patient had primary left ankle replacement on (B)(6) 2020. They subsequently underwent left ankle revision surgery on (B)(6) 2023, approximately 2 years 10 months after their initial procedure. Patient claims to have suffered the following injuries and complications as a result of this exactech device: bone damage and/or loss, instability, and component loosening. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.